Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon had already fired two green loads and one gold load. He was on his second gold firing. The stapler was loaded correctly and the surgeon correctly placed the stapler on the stomach tissue. The stapler closed correctly with no excessive force. When the surgeon went to fire you could watch on the screen the tissue milk straight out the distal tip of the stapler. Therefore unformed staples were deployed near the distal tip. He allowed the knife blade to only fire half way. He used the reverse button to return the knife blade to the proximal portion of the jaw and he removed the stapler from the body. There were no patient consequences. Case completed with another device and gold reload of the same product code.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: just for clarification, did the device partially cut and fully staple? It partially cut but did not staple correctly. Staples deployed but did not form. Most were in the original "u" shape. Was there any other issue with the cut line (jagged, rough, crooked, irregular, ripped cut, or customer reports a dull knife)? It was jagged and crooked.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. No cutting issues were noted. Please note crossing staple lines at the wrong angle can cause the knife to get trapped in a staple web, so it cannot cut the tissue properly and fast enough. If the tissue starts to move because the knife is trapped in a staple web the tissue will tend to bunch up creating a staple log jam. When the force gets great enough the tissue will move forward distally out the jaws leaving malformed bunched staples and an in complete cut line. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.